Manufacturer narrative:
It was reported from a literature review that a patient underwent a revision surgery due to fracture. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The potential root causes could include but are not limited to traumatic injury or surgical technique. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
In a scientific publication, klasan et al, 2019, "advanced age is not a barrier to total knee arthroplasty: a detailed analysis of outcomes and complications in an elderly cohort compared with average age total knee arthroplasty patients" it was reported that a patient underwent a revision surgery due to fracture. This study involved genesis ii, journey and competitor devices, no relationship between the devices and the patient could be performed with the available information.